Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00771301200, lot number: 61365959, modular femoral stem. Catalog number: 00-6310-050-32, lot number: 61429785, brand name: xlpe liner. Catalog number:00-6202-052-22, lot number:61471639, brand name: tm cup. Catalog number: 00-8018-032-02, lot number: 61484651, brand name: versys head. Reported event was confirmed by review of medical records which noted elevated metal ions as well as corrosion and altr. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00507. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to pain and elevated metal ion levels approximately 8 years post implantation. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No additional information to report on the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9, g3, g6, h2, h6 . Visual examination of the returned products identified signs of being implanted worn / foreign material for both devices. The neck and head were submitted for further analysis. Analysis determined both tapers were damaged over majority of the surface with severe corrosion attack and abundant corrosion debris. Root cause unchanged. This complaint was confirmed based on the returned devices and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.